Event description:
Pt presented with unstable angina and had two endeavor rx drug-eluting stents implanted to the mid lad. (MFR report# 2953200-2009-00577) there was no occurence of device failure or malfunction. The 30 day and 6 month follow up reported the pt was asymptomatic. There was no angiographic evidence of thrombus. The 12 month follow up call found that the pt had a non-sudden death approximately 8 months after the index procedure. Autopsy report not available. It was reported that there was no complaint in respect to the endeavor stent. The investigator has stated that the relationship between the event and the endeavor stent was not assessable.

Manufacturer narrative:
Eval codes, result: death.